Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, foreign matter was found inside the sterile package. Upon opening the package, a hair was noted to be lodged between the stent and the balloon. The procedure was completed using another device. There were no pt injuries or complications reported.